Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 421 mg/dl. Customer current blood glucose level was 427 mg/dl. Customer had not been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that they just found out that the insulin pump was disconnected and the bolus was delivered in the air not in the body. It was unknown that auto mode feature was active at the time of high blood glucose event. The device will not be returned for analysis.